Manufacturer narrative:
Device passed displacement test and self test. Device received with failed battery test alarms and unexpected battery power loss due to the connector resistance of the electrical board connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. The customer did not provide details regarding symptoms and treatment of low blood glucose. The customer also report that the insulin pump had power loss alarm and customer was able to successfully clear the alarm. The customer also report the battery failed alarm recurred. The insulin pump will be returned for analysis.